Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during a drainage procedure of the bile duct performed on (B)(6) 2012. According to the complainant, upon unpacking the device during preparation, the inner guide catheter was found to be detached and broken in two pieces. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during a drainage procedure of the bile duct performed on (B)(6), 2012. According to the complainant, upon unpacking the device during preparation, the inner guide catheter was found to be detached and broken in two pieces. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The delivery system and stent were returned for evaluation. Visual evaluation revealed the guide catheter to be kinked and detached from the pull wire. Markings were noted at the end of the guide catheter that attaches to the push catheter, indicating the guide catheter was initially attached. The length of the guide catheter was measured and found to be within specification. No damage was noted to the push catheter or pull wire/cannula assembly. Based on the condition of the returned complaint device, it is likely that excess force was exerted on the device due to procedural or anatomical factors encountered during the procedure (such as tortuous anatomy or maneuvering of the device). Therefore, the most probable root cause of this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.